Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 800 mg/dl range and a bolus was delivered to address bg. Customer went to the emergency room (ER) and was treated with intravenous (IV) insulin. After a "couple of days" in the ER, bg lowered to the 300 mg/dl range. Customer was admitted to the hospital on approximately (B)(6) 2018 due to elevated bg and back pain (not related to elevated bg, pump, supplies or diabetes). IV insulin was continued and elevated bg was resolved. Customer was not sure if there was any permanent damage as a result of the elevated bg. After back surgery, customer was discharged on approximately (B)(6) 2019 to a rehabilitation facility for the back pain. Customer initially alleged cause of elevated was due to the pump not delivering insulin. Tandem technical support assisted the customer with loading a cartridge onto the pump and customer confirmed observing insulin exiting the tubing and felt confident in the pump's performance.